Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). It was noted that the patient's vertebral artery was slightly tortuous. During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and attempted to detach it using a handle; however, the coil failed to detach. It was reported that smart coil was at the t-formed position but the black alignment zone was slightly separated. After two failed attempts, the physician opened a new handle and successfully detached the smart coil. The procedure was completed using additional coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).